Event description:
It was reported that the user observed a blood glucose of 160 mg/dl after eating a sandwich, announced the meal, then manually paused insulin delivery despite counseling that the system will suspend insulin automatically if glucose is dropping quickly. Symptoms included no reported adverse clinical effects. Outcomes included no alerts or alarms and no need for medical intervention or hospitalization. Investigation included troubleshooting and user education regarding pump functionality and appropriate use of meal announcements and automated insulin modulation. Investigation of this case revealed no device malfunction, with the event attributed to user-initiated pauses to avoid further dosing while the device¿s automatic safety features were active. It was concluded, based on established findings for similar reports, that the cause was use error related to user behavior and understanding of automated insulin suspension.